Event description:
It is reported that upon opening, there were cracks in the plastic implant box and the inner implant box. The foam packing and plastic implant bag were exposed and not sterile.

Manufacturer narrative:
Evaluation summary: the device history records indicate that the device was manufactured and distributed in 2008. The box has several dents, the corners are worn and there are signs that the box was most likely compressed at some point, possibly by stacking something heavy on top of it. Although field age cannot be determined conclusively, the device shows extensive signs of wear. The damage can be attributed to wear and tear that accrued during the field life. It is likely that the packaging exceeded its useful life due to wear obtained during transit and storage. However, a definitive root cause cannot be determined. Evaluation: a visual inspection of the packaging reveals that both the outer and inner plastic cavities are cracked open. The device history records were reviewed and indicate that the device was manufactured, inspected, sterilized, and packaged to specification.